Event description:
Additional information was received: it was reported that a valiant captivia thoracic stent graft was implanted distally approximately three weeks ago and successfully resolved the endoleak.

Manufacturer narrative:
(B)(4). Results: endoleak, disease progression and dilatation of the thoracic neck. Conclusion: disease progression and dilatation of the thoracic neck.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm as well as a thoracic aortic aneurysm approximately 14 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Currently there are no issues with the abdominal aortic aneurysm. There was disease progression and dilatation of the thoracic neck resulting in a distal type I endoleak. The patient will be treated with additional stent grafts at later date. No additional information was provided.